Event description:
Patient additionally reported left side rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report rupture for an unknown side. Device remains implanted.

Event description:
Healthcare professional, called to report, rupture for left side. Device remains implanted. Later, patient called to report, a left side rupture. Healthcare professional reported, left side intracapsular rupture from the MRI.